Event description:
It was reported that an ilet user received alert code 38 indicating a motor stall; the user attempted a restart, the alert recurred, and after a guided dry run to 80 units and a full supply change, the alert resolved. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, user education, and performance verification via a dry run followed by a complete supply change. Investigation of this case revealed a transient motor stall consistent with a supply-related issue, which cleared after replacement of disposable components and system reset, indicating normal device function post-change. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable supply or setup conditions rather than a persistent device malfunction.

Manufacturer narrative:
Initial.